Manufacturer narrative:
H6: investigation summary bd had not received samples, but six (6) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Customer samples were not received within 14 days of request. Proceeding with investigation without samples. If samples are received the record will be reopened. This complaint has been confirmed for the indicated failure mode of fm based on returned photos. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Bd has increased awareness for cleanliness and reduction of fm in the manufacturing plants. Several projects are in process to help reduce the potential of fm introduction into tubes.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was foreign matter in the tube(s) biological and non-biological. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, foreign matter was found in the tube."

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was foreign matter in the tube(s) biological and non-biological. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, foreign matter was found in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.